Event description:
Patient reported left side capsular contracture baker grade iii and "recall." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recall," capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b3, b6, g1, h6.

Event description:
Patient reported left side capsular contracture baker grade iii and "recall." Device remains implanted.